Event description:
A complaint regarding loss of stimulation was reported. A fluoroscopy was taken and confirmed that the patient's paddle lead had fractured. The physician recommended a paddle lead revision.